Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a - transcatheter aortic valve replacement - (tavr) at post-op check upon interrogation an atrial lead dislodgement was identified. The lead was explanted and replaced successfully. The patient condition was good. The lead would not be returned.